Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
The customer reported that the cannulated lag screw drill broke leaving tip in femoral head of the young male patient surgeon decided to fix nail in antegrade mode afterwards and not recon mode. Surgery was otherwise completed successfully with no adverse consequences or surgical delay reported.